Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a combined mesh procedure performed on (B)(6) 2015. According to the complainant, the patient experienced mesh erosion, vaginal wall mesh exposure (grade 3a) which required surgical treatment, endoscopic treatment, and treatment by ivr (treatment not requiring general anesthesia). On (B)(6) 2016, a diameter of 2mm mesh exposure occurred from the mid-distal part of the vaginal posterior wall. On the same day, exposed mesh removal and colporrhaphy procedures were performed in the outpatient department. Reportedly, on (B)(6) 2016, the patient was cured and there was no sexual pain felt.